Event description:
The sales rep reported that the microsensor was implanted and a zero was obtained. The icp was between 6 and 13 in the or during the first 24 hours. The next 24 hours the microsensor seemed to have a low reading of 3-6. All cables and connections were tested and were in working order. The implant was correlated with the patient¿s bedside monitor but the wave form seemed dampened. During the explant of the device, the surgeon reported that the microsensor had a reading of 11. The surgeon felt that the reading should not have been more than 5. The patient had a shunt implanted and was discharged.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this evaluation was performed by the supplier. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and following observations noted: catheter material kinked 6cms from tip of sensor case. Catheter material mashed 38.2cms from tip of sensor case. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time the complaint is considered closed.

Event description:
The sales rep reported: first microsensor - sales rep. Informed that: "microsensor would not read zero despite several attempts to zero (after getting reference number the monitor read -3, -4, -4, so I asked surgeon to use another implant since I was not comfortable having him implant with negative numbers. We did not use the microsensor, it was never implanted in the patient. This occurred intra- operatively, and the surgery was not delayed for more than 30 minutes. Please send the evaluation results to the sales rep.". First microsensor will be returned for evaluation. Second microsensor - a microsensor was implanted parenchymal (B)(4) on (B)(6) and a zero was obtained with 0 reference (B)(4). Icp was between 6 and 13 in the or and during the first 24 hours of implant in the ICU. In second 24 hours microsensor seemed to be reading low (3-6), at which point all cables and connections were tested and in working order. Implant was correlated on the patients bedside monitor but the wave form seemed dampened. At explants on (B)(6), the surgeon reported that the microsensor read -11 when removed. He felt the reading shouldn't be more than -5 since our claim states drift of no more than +/- 5 in 7 day. Unfortunately, the staff discarded the part so I cannot return it for inspection. What action did the surgeon take to resolve the issue: the patient was taken to surgery for a shunt implant and then discharged. The second microsensor was discarded by the customer.

Manufacturer narrative:
First microsensor: upon completion of the investigation, it was noted that this evaluation was performed by the supplier. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and following observations noted: catheter material kinked 6cms from tip of sensor case. Catheter material mashed 38.2cms from tip of sensor case. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Second microsensor: the second microsensor was discarded by the customer, and the device's lot/serial numbers were not provided; therefore, the evaluation could not be performed for this device. Trends will be monitored for this or similar complaints. At the present time the complaint is considered closed.

Event description:
Please be advised that this report is being filed to reflect the investigation of both microsensors.